Event description:
It was reported that smallbore 6 inch ext vlv had flow issues. The following information was provided by the initial reporter: material #: 20039e batch/lot #: 20115428, 20075474, 20115429. It was reported that the nurses are having difficulty priming the extension sets. Verbatim: in the rest of the hospital, they use the smartsite extension sets 20039e and those nurses note difficulty priming the extension sets. A few things to note: it is sporadic and not every product within a box. It seems that at times they have an issue and share it with a coworker and then the product seems to work - (think back to the cracking pressure issues we have had with backcheck valves ¿ very similar description of issue). It is causing some nurses to restart IV¿s which is a invasive and painful procedure for patients. This is affecting our sales opportunities and possible loss of >800k of business related to these sku¿s.

Manufacturer narrative:
H6: investigation summary: one sample (model #20039e) were returned by the customer. It was reported that the nurses are having difficulty priming the extension sets. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The sample was then flushed with water using a 10ml bd syringe to confirm an open fluid path. The fluid path of the sample was open and that sample was able to be flushed. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 20039e lot number 20115429 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20115428. Medical device expiration date: 2023-11-07. Device manufacture date: 2020-11-03. Medical device lot #: 20075474. Medical device expiration date: 2023-07-07. Device manufacture date: 2020-07-02. Medical device lot #: 20115429. Medical device expiration date: na. Device manufacture date: 2020-11-03. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that smallbore 6 inch ext vlv had flow issues. The following information was provided by the initial reporter: material #: 20039e. Batch/lot #: 20115428, 20075474, 20115429. It was reported that the nurses are having difficulty priming the extension sets. Verbatim: in the rest of the hospital, they use the smartsite extension sets 20039e and those nurses note difficulty priming the extension sets. A few things to note: it is sporadic and not every product within a box.. It seems that at times they have an issue and share it with a coworker and then the product seems to work - (think back to the cracking pressure issues we have had with backcheck valves ¿ very similar description of issue). It is causing some nurses to restart IV¿s which is a invasive and painful procedure for patients. This is affecting our sales opportunities and possible loss of >800k of business related to these sku¿s.